Event description:
The device has 3 points of attachment to the image intensifier. Three stainless steel spring clips are designed to hold the device in place. The contact surface of the clips is not adequate to hold should one of the 3 clips lose tension. The device had fallen and struck a pt during a procedure, for no apparent reason. There was no contact with the device or clips at the time of the event. A biomedical engineer, the x-ray technologist who was operating the equipment, and the mgr of radiology examined both devices that are on premises and their ability to hold, and found that with even slight movement of one clip, the devices would fall. There has been no previous occurrence of this problem reported at rptr's facility.